Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed extensive troubleshooting, which included cleaning, replacing and calibrating multiple parts; however, a definitive part was not identified. The alinity c processing module, serial number (B)(6), was determined to be the cause of the discrepant results. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6).

Event description:
The customer observed false depressed electrolyte (sodium and chloride) results for 2 patients when processing on the alinity c processing module. Sid (B)(6) (92 year old male). Sodium reported of 122, rerun of 162 mmol/l (sodium is known to be high for patient). Chloride of 110, rerun of 124 mmol/l. Sid (B)(6) (72 year old male). Sodium reported of 100, rerun of 140 mmol/l. Customer reference range: sodium reference:132-142 mmol/l. Chloride reference: 98-111 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A followup report will be provided when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false depressed electrolyte (sodium and chloride) results for 2 patients when processing on the alinity c processing module. Sid (B)(6) ((B)(6) year old male) sodium reported of 122, rerun of 162 mmol/l (sodium is known to be high for patient). Chloride of 110, rerun of 124 mmol/l. Sid (B)(6) (72 year old male) sodium reported of 100, rerun of 140 mmol/l. Customer reference range: sodium reference:132-142 mmol/l chloride reference: 98-111 mmol/l no impact to patient management was reported.